Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing a low blood glucose (bg) level that was being treated. The customer declined to provide additional information regarding the issue and declined assistance from tandem technical support.